Event description:
One incident of a small piece of the injection site "bung" separating from the component. A portion of the blood in the extracorporeal circuit was discarded resulting in ebl = 125cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.